Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported that the machine did not prompt for a validation code from the issue page and instead requested the user to contact pharmacy directly. A technical support specialist (tss) remotely accessed the machine and identified that validation code requests required contacting pharmacy directly. Tss observed myqlink was offline and remote access via lmi/ra failed despite the system showing online. Tss advised the user to contact pharmacy for the code and coordinate with it/network team to verify machine connectivity. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 attempted to issue medication, but the system did not prompt for a validation code from the issue page. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.